Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 160 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. It was reported that the insulin delivery was suspended due to sensor glucose values. The customer reported that the sensor glucose value that triggered the suspend event was 68 mg/l and threshold, low suspend limit in sensor settings was 70 mg/dl. The sensor will be returned for analysis.